Event description:
Legal counsel for the patient reported that patient underwent left total hip arthroplasty on (B)(6) 2002. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011, due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. A review of invoice history confirmed the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8. Dislocation and subluxation due to inadequate fixation and improper positioning.

Event description:
Legal counsel for the patient reported that patient underwent left total hip arthroplasty on (B)(6), 2002. Patient's legal counsel further reported that a revision procedure was performed on (B)(6), 2011 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. A review of invoice history confirmed the acetabular cup and modular head were removed and replaced. Additional information provided in revision operative notes indicates patient's left hip revision was due to disassociation of the cup from the pelvis with a posterior wall fracture and disassociation of cup from the acetabulum with subluxation. Operative notes further indicate presence of serosanguineous fluid, metallosis, and a posterior wall fracture at time of revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-04053 / 04054).